Event description:
The customer reported that while the iabp was in sue on a pt, the iabp generated an "iab disconnected" alarm. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company representative observed the "iab disconnected" alarm in the alarms log but he was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).